Event description:
On (B)(6) 2025 the user reported inaccurate continuous glucose monitor (cgm) readings while using the ilet bionic pancreas system with a dexcom sensor. The dexcom displayed a reading of 47 mg/dl while the user's actual blood glucose (bg) was 198 mg/dl per fingerstick. This discrepancy resulted in excessive insulin delivery and subsequent hyperglycemia (bg peaked at 400 mg/dl). The user transitioned to manual insulin injections (backup therapy) to correct bg, waited three hours, and successfully reconnected to the ilet once bg normalized (104 mg/dl). The agent provided dexcom distributor contact information for sensor replacement. No external assistance or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.